Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was completed on (B)(6) 2019. As per reporter, the rod was jammed.

Manufacturer narrative:
Investigation findings: product was returned and visual inspection and mechanical testing was performed, customers alleged event was confirmed. Based on the investigation findings rod had a broken pin and rod was jammed, bending forces applied to the rod from patient¿s anatomy/activity may have caused the distraction rod to wedge into the housing tube and caused wear and tear, which would cause the rod to be jammed. Review of the device history record revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
This report has been updated to include investigation findings.